Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, all the steps were done correctly when deploying the first proglide device, but when attempting to harvest the suture it was noted that a suture break had occurred. A second proglide device was used and the same thing happened. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized and the tavi procedure was completed. Hemostasis of the large-bore artery was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot of specific quality issue. A conclusive cause could not be determined for the reported suture separation. The unexpected medical intervention appears to be related to be related to circumstances of the procedure. Factors that may contribute to suture separation include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.